Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, upon sensor deployment, the sensor wire remained attached to the applicator and did not insert. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).